Event description:
It was reported that while in use on a patient, the ventilator generated an error message rendering it into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the technical support engineer (tse) troubleshot the reported issue with the customer over the phone the customer was instructed to call back if the recommended part or test did not correct the failure. No parts were returned to the manufacturer.it was reported that the vent then passed the required test and calibrations.